Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead defibrillation impedance was high after connecting the device. The physician had tested the rv lead and device prior to properly connecting them. The rv lead was disconnected and reconnected, but the defibrillation impedance was still high. The physician elected to proceed with the procedure. After stitching the wound a defibrillation threshold testing (dft) was successfully performed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.